Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix screw broke. There was a back-up available. It is unknown if it occurred inside or outside of the patient. It is unknown if there was a delay. No further complications were reported.

Event description:
It was reported that during a shoulder cuff repair surgery, the twinfix screw broke. The procedure was completed with a delay greater than 30 minutes using a back-up device in the originally drilled bone hole. The current status of the patient is good and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: updated.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. The fractured anchor, suture material and insertion device were returned. The anchor is fractured at the proximal end and the prongs of the insertion device are deformed. There is debris on the anchor, insertion device and suture material. Based on the condition of the product material found during visual inspection, additional material testing is not required. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The twinfix anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.